Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "beam began firing straight from tip of fiber instead of at an angle" at 24,496 joules of use and 28 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury to patient reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4) the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.